Event description:
This case was reported by a consumer and described the occurrence of leg numbness in a (B)(6) female pt who received super poligrip original denture adhesive cream (B)(4) for denture adhesion. A physician or other hlth care professional has not verified this report. On an unk date, the pt started super poligrip original (dental). At an unk time after starting super poligrip original, the pt experienced leg numbness, numbness of upper extremities, numbness in hand, lower extremity weakness, arm weakness, muscle weakness and congestive heart failure (chf). The pt indicated that the chf had gotten worse over the past two months. This case was assessed as medically serious by gsk. Treatment with super poligrip original was continued. At the time of reporting, the events were unresolved. Super poligrip original is mfg in (B)(4). The lot number for this product is known; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).